Event description:
The patient contacted animas on (B)(4) 2012 reporting she was hospitalized for dka and heart attack on (B)(6) 2012. The patient felt that the subject pump was not 'bolusing' correctly since her blood glucose remained elevated on that day. When she disconnected from the pump, she reportedly was able to see a drop of insulin at the end of the tube. Subsequently, she was taken to the hospital after she started to have chest pain. During her hospital admission, her blood glucose was greater than 600 mg/dl. Prior to the patient's hospitalization, she was scheduled to finish her insulin pump training on (B)(6) 2012. The patient had a history of congestive heart failure and had a cardiac stent within the past 2 week. On (B)(4) 2012, the patient called animas to complete troubleshooting. Reportedly, the patient has been off of the insulin pump since her hospitalization because she has not been completely trained on the subject pump. In addition, the patient questioned the insulin pump delivery. The cannula was not bent or kinked when the infusion set was removed. There were no abnormalities, no bleeding, and no leakage at the site. The battery had been out of the subject pump for days. When the battery was placed back into the pump, the am/pm needed to be adjusted accordingly. Review of the pump's tdd, bolus, basal, suspend and prime history indicated the pump is accurately delivery. The history showed the pump was suspended for 6 hours on (B)(6) 2012. The patient indicated she was sick that day and is not sure what she did with the pump. There was no evidence of a product malfunction. This complaint is being reported because the patient was hospitalized for dka while on the insulin pump therapy. It is unclear if use error, product malfunction, or intentional misuse attributed to the alleged incident.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.